Manufacturer narrative:
Device received with blank display due to cracked case behind the device at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on and was damaged. The customer's blood glucose level was 200 mg/dl. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm display on the insulin pump screen after removing the battery. The customer reported that back of the insulin pump was damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.